Event description:
When did it occur? : before use hypodermic needle injury: unknown other treatment: unknown were the returned items used? : no if they were used, was something attached to them? : no returned quantity: none details of occurrence(timeline, history, etc.): tried to inject with insulin pen attached, but couldn't (B)(4) units¿70 units range) could not be used. Batch #: unknown

Manufacturer narrative:
70 pen needles impacted from an unknown lot. See medwatch completed section c attached. This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Device is not available.